Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarms. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performing self test again hardware low level failure alarm was reoccurred. Customer also stated that the retainer ring and select button were cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with constant pump error 63. Unable to perform displacement test sleep current measurement test, active current measurement test and self-test or verify pump error 53 alarm due to pump error 63. Thus software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm (variable 15) file number: 522, line number: 341 on 05/24/2020 10:04:38.000, 05/24/2020 11:59:53.000, 05/24/2020 12:00:31.000 in the file history files. Pump 63 error due to hardware error. Also, pump error 53 on 05/24/2020 10:05:42.000, 05/24/2020 10:06:00.000 in file history. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, cracked keypad overlay, stained keypad overlay. In conclusion, unable to verify pump error 53 alarm due to constant pump error 63. However, pump error 63 alarms in history due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.